Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the piston pushed all the insulin out of the reservoir into her body, so she called the hospital and was advised to go in. Customer went to the emergency room on (B)(6) 2014 with a blood glucose level of 198 mg/dl. Customer states that she was setting up a new infusion set. Customer confirmed that she saw the drops. Customer stayed overnight for monitoring and was not wearing the pump at the time. Customer was off the pump for less than 48 hours prior to the hospitalization. Customer was treated with glucose injections or drips. Customer was also hospitalized on (B)(6) 2016 with a blood glucose level of 579 mg/dl. Customer was hospitalized due to high blood glucose and stated that she started getting migraines at work. Customer was treated with an insulin drip. Customer declined troubleshooting. Customer reported a no delivery alarm with a blood glucose of 219 mg/dl that was resolved by a set change.